Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per patient's mother, it was reported that the patient experienced skin overgrowth and erythema around the implant site. The patient was treated with topical antibiotics (type and date not reported) and amoxycillin for a period of ten days; however, the issue could not be resolved. The implanted device remains.